Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping skin. The patient reported the irritation could be caused from the drugs he has been taking. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed cleptor antithiamine and the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as weeping skin. The patient reported the irritation could be caused from the drugs he has been taking. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed cleptor antisthamine and the irritation improved. Supplemental report 9/29/2021: submitting report to correct section g4.